Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. It is alleged that several years post implant, the patient underwent an additional surgery to remove the mesh; it is unclear at this time if one or both of the bard devices is alleged to have been explanted. Based on the limited information provided at this time, no conclusions can be made. Should additional information is obtained, a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax mesh an additional emdr was submitted to document information regarding the bard/davol ventralex hernia patch . The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery to repair an inguinal hernia and an umbilical hernia. As reported, a bard/davol 3dmax mesh was implanted to repair the inguinal hernia defect and a bard/davol ventralex hernia patch was implanted to repair an umbilical hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to remove the mesh. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products.

Manufacturer narrative:
This is an addendum to the initial emdr to document a correction to date rec'd by MFR. That field was initially inadvertently left blank. The field should have read 11/21/2017 as that was our initial date of awareness for this event. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery to repair an inguinal hernia and an umbilical hernia. As reported, a bard/davol 3dmax mesh was implanted to repair the inguinal hernia defect and a bard/davol ventralex hernia patch was implanted to repair an umbilical hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to remove the mesh. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. It is alleged that several years post implant, the patient underwent an additional surgery to remove the mesh; it is unclear at this time if one or both of the bard devices is alleged to have been explanted. Based on the limited information provided at this time, no conclusions can be made. Addendum #1: this is an addendum to the initial emdr to document a correction to g4. That field was initially inadvertently left blank. The field should have read 11/21/2017 as that was our initial date of awareness for this event. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the expiry date, PMA/510(k). Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years 8 months post implant of 3dmax mesh, patient was diagnosed with abscess, abdominal pain, scar tissue and infection thereby underwent repair with partial mesh removal. The warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: d4 (expiry date), g4 (PMA/510(k)). This supplement emdr represents the 3dmax mesh (device #1). An additional supplement emdr was submitted to represents the ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery to repair an inguinal hernia and an umbilical hernia. As reported, a bard/davol 3dmax mesh was implanted to repair the inguinal hernia defect and a bard/davol ventralex hernia patch was implanted to repair an umbilical hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to remove the mesh. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with umbilical and recurrent left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax and ventralex mesh. Per op notes ¿the hernia sac was dissected away from the cord all the back into the preperitoneal space. At this point, a large 3dmax mesh (device #1) was placed in the preperitoneal space and tacked. The umbilical hernia was exposed, the sac was divided and small ventralex mesh (device #2) was placed in the posterior rectus.¿ (B)(6) 2013 - patient was diagnosed with left groin pain, abscess with infected inguinal hernia mesh thereby underwent repair with partial mesh removal. Per op notes ¿entered the abscess cavity, purulence was evacuated from the left groin. A large amount of mesh was extending into the wound. The mesh (device #1) was excised until it was noted to be well incorporated. Irrigated the wound entirely including retroperitoneum. Femoral artery was separated from the abscess cavity by scar tissue and granulation tissue. Elected not to directly explore the bypass graft as this may infect the graft.¿ (note, there was no mention/visualization of device #2 during the procedure). Attorney alleges that the patient had abscess, infection, pain, removal of mesh and emotional injuries.